Manufacturer narrative:
Device available for evaluation: per the initial reporter, the device will not be returned. Occupation = non-healthcare professional - unknown. PMA/510(k) number = exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that the basket of a ncompass nitinol tipless stone extractor did not work as intended. The user noted that the handle moved but the basket would not work with the handle. This was identified during initial device testing prior to patient use/contact. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Event summary: it was reported that the basket of a ncompass nitinol tipless stone extractor did not work as intended. The user noted that the handle moved but the basket would not work with the handle. This was identified during initial device testing prior to patient use/contact. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Investigation - evaluation: a document-based investigation was performed including a review of complaint history, device history record (DHR), manufacturing instructions, quality control data, and the instructions for use (IFU). No product returned. Pictures of the device were provided, but were not detailed enough to determine the cause of the issue. A search of the north american distribution center (nadc) database found all devices from the reported complaint device lot had been shipped. No similar product from the same lot was available for investigation. A lot history search found 2 other complaints have been reported for this lot. None of the 3 complaints had devices returned for investigation. It was not possible to determine if there was a common cause for the 3 complaints that would indicate a possible issue with other devices from the lot. Because there were no related non-conformances, adequate inspection activities had been established, and there was objective evidence that the DHR was fully executed, it was concluded that there was no evidence that nonconforming product exists in house or in field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. Pictures of the device were provided, but were not detailed enough to determine the cause of the issue. There are multiple possible causes for the reported failure of the basket not opening. Without the device available for investigation, the cause of the issue could not be determined. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Information was available but inadvertently omitted from the previous medwatch report. The procedure was completed with the same new product.